Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he believed that his pump alarmed failed battery test. He said that he changed the battery a few times and even got new batteries. At the time of the incident, the customer¿s blood glucose was 142 mg/dl. During the call, the customer said that he had a blood glucose of 360 mg/dl but he declined troubleshooting. The customer attempted to look at his alarm history because he was unsure of the exact alarm he received because he was having a hard time seeing. He mentioned when he called that the pump was asking him to set the time/date. The customer was assisted with setting the time/date. The insulin pump will not be returning for analysis.